Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor anomaly. The customer's blood glucose reading was unknown. When the enlite sensor was removed, it was found that the sensor was without electrode. The product was returned for analysis.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and found one of three sensors with the cannula retracted inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being retuned opened/used. The cannula was found whole. The customer did not return the two remaining sensors. Also, inspected three insertion needles for burrs/hooks and dull needle tip defects and found none. The insertion needles passed per specifications.